Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 for symptom of abdominal pain. It was reported the patient is on antibiotic therapy for peritonitis during the hospitalization. There were no reported allegations that the event was related to fresenius products. In an additional call with the patient¿s pd nurse, it was confirmed the patient was admitted into the hospital for peritonitis (characterized by abdominal pain) on (B)(6) 2024. The nurse provided that the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. Furthermore, the nurse stated the patient had concomitant diverticulitis. The patient was transitioned to hemodialysis for renal replacement needs to give the patient¿s abdomen a rest (per physician order), according to the pd nurse. The patient received intravenous antibiotic therapy with vancomycin (dose unknown). The nurse stated the patient is recovering from the event but remained in the hospital as the time follow-up was completed. The nurse stated the patient did not have any issues with fresenius products in relation to the event. The nurse stated the patient admitted to several infection control breaches during the pd exchange. It was indicated that the peritonitis was due to patient breach in aseptic technique.